Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd phaseal¿ protector p14j there was an issue with leakage between the vial and the protector. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: connected the vial without assembly fixture. Drew all keytruda in the 1st vial into the syringe. When drawing 2nd vial of keytruda, it leaked from between the vial and the protector. Hcp pushed back some air into the protector during process.

Manufacturer narrative:
H.6. Investigation: two samples were returned to our quality team for investigation. The product was evaluated, no damage or issues were observed, the protector was properly fitted to the vial and the needle penetrated the rubber stopper properly. It was noted the needle of the protector had penetrated the stopper of the vial off center. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It appears as though the connection between the vial and protector was not secure. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
It was reported that during use of the bd phaseal¿ protector p14j there was an issue with leakage between the vial and the protector. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: ¿connected the vial without assembly fixture. ¿drew all keytruda in the 1st vial into the syringe. ¿when drawing 2nd vial of keytruda, it leaked from between the vial and the protector. Hcp pushed back some air into the protector during ¿ process.